Event description:
The clinician was performing a therapeutic procedure on a patient (age and gender unknown) using a cre balloon dilatation device. During the procedure the clinicians observed that the distal tip of the device detached from the device and remained in the patient's esophagus. The clinicians then successfully removed the tip with the aid of forceps. The complainant indicated that there was no adverse affect to the patient as a result of the reported malfunction.